Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump at the back. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1885 that was returned for product analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a missing battery cap contact. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked lcd window, scratched case, cracked keypad overlay, keypad overlay peeling, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and keypad overlay texture damage. Cosmetic damage was confirmed at the back of pump. Missing battery cap contact was confirmed.